Event description:
On multiple occassions the inner cannula would not stay locked to the outer cannula on one tracheostomy tube. The device was in use four (4) days when the reported problems occurred. Add'l info relative to event/device usage indicates that the pt requires suctioning every three to four hours, receives various other treatments tat require frequent locking and unlocking of the inner cannula. It was also reported that the inner cannulae are cleaned several times a day in full strength h2o2, which is contraindicated to device labeled instructions for use. The tracheostomy tube adult home care guide and video have been sent to the homecare pts' family to review and discuss with their physician.